Event description:
It was reported that the patient had a possible infection of the lead component of their implantable neurostimulator (ins). Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3778-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead, product ID 3778-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product typ recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 355531, lot# n328309, serial#, implanted: 2012 (B)(6), explanted: product typ screening, device product ID 3550-39, lot# n327372, serial#, implanted: 2012 (B)(6), explanted: product typ accessory. (B)(4).